Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 20 atm at the second inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft, no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted streaming from the balloon. Under microscopic examination, a longitudinal rupture was noted on the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted on the balloon under microscopic examination. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 20 atm at the second inflation attempt. There was no reported patient injury.